Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned in one piece for analysis with the helix found retracted and clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies, except for procedural damage.

Event description:
Related manufacturer reference number: 2017865-2023-95115. During a clinic follow-up, episodes of noise resulting in oversensing and dizziness were observed on the right ventricular (rv) and right atrial (ra) leads. Additionally, pacing inhibition was observed on the ra lead. The rv and ra leads were both explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.